Event description:
It was reported by the rep that the one tsw35 was used during a laparoscopic appendectomy procedure. It was reported that the instrument would not fire during the procedure. It was reported that the case was completed with another device and with no adverse pt outcome.